Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-01977. Follow up revealed that the infection has resolved with use of antibiotic. No further treatment is required.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2019-01977. It was reported the patient developed infection at the lead site after an elective system explant on (B)(6) 2019. Reportedly, the patient received antibiotics as further treatment and scheduled an additional physician follow-up at a future date.